Event description:
It was reported that the implantable cardioverter-defibrillator (ICD) exhibited t-wave oversensing which led to inappropriate therapy. Programming changes were made. The patient was stable.

Event description:
Related manufacturer reference number: 2017865-2022-03817. It was reported that the implantable cardioverter-defibrillator (ICD) and right ventricular (rv) lead exhibited post-sensed t-wave oversensing which led to inappropriate therapy. Programming changes were made, and the rv lead was repositioned. The patient's status was unknown.